Manufacturer narrative:
The unit had a constant new software release detected alarm. The alarm was followed by a failure of flash memory alarm due to moisture damage on the electronics and motor. The unit had a cracked case at the display window corner and a minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The health care provider called in to report for the customer that the insulin pump had been exposed to moisture and had moisture damage. The customer's blood glucose level was unknown. No further details were provided.